Event description:
It was reported that removing difficulty occured. A target lesion was located at anterior tibial artery. A 300cm 1 pk journey guidewire was advance, but failed to cross the lesion. However, the journey guide wire was placed to the dosalis pedis artery during the procedure, the wire was not able to enter the lesion anymore, and the wire was caught by a heavy calcified lesion during the wire retrieval. The procedure was completed with same use device. No patient complications were reported and the patient's status was stable.